Event description:
The customer alleges there is no resistance with the syringe. Another syringe was obtained. No patient injury reported.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question was reviewed and found completely without any irregularities. The returned instrument was evaluated and it was found that the spring is broken which holds the tip set while picking up, retaining, closing and releasing the clips thus validating this complaint. Parts were 100% visually inspected and tested at the manufacturing facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. It is undetermined at this time how the spring broken, but handling during use, cleaning and sterilization at the customer's facility is suspected. No corrective action is required at this time.

Event description:
Alleged issue: it was reported that a piece snapped off during the urology procedure, due to spring that's between the handles on the applier. It fell into the patient, but was quickly retrieved. No patient injury reported.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question was reviewed and found completely without any irregularities. The returned instrument was evaluated and it was found that the spring is broken , which holds the tip set while picking up, retaining, closing and releasing the clips thus validating this complaint. Parts were 100% visually inspected and tested at the manufacturing facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. It is undetermined at this time how the spring was broken, but handling during use, cleaning and sterilization at the customer's facility is suspected. No corrective action required at this time.

Event description:
Alleged issue: it was reported that a piece snapped off during the urology procedure, due to spring that's between the handles on the applier. It fell into the patient, but was quickly retrieved. No patient injury reported.

Manufacturer narrative:
(B)(4). Device sample received by manufacturer, but investigation is still underway at time of this report.